Manufacturer narrative:
Reference: (B)(4). Concomitant medical product: item number: unknown, unknown pnp adolescent, lot number: unknown. Item number: 00-1506-5090, pnp 5.0mm x 90mm partially threaded screw, lot number: unknown. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was retained by the patient's family. The investigation is in process. Multiple MDR reports were filed for this event, please see associated reports: 3006460612-2020-00003.

Event description:
It has been reported that following the placement of an intramedullary nail, the patient underwent a revision procedure due to screw migration. No additional patient consequences were reported.